Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been serviced in the last 12 months. Review of the event history log identified lec 41786. The reported problem was confirmed, and the root cause of the issue was a faulty mainboard. The mainboard was replaced. The device then passed all functional and accuracy testing

Event description:
It was reported that the device exhibited error 41786. The event occurred when turned on for annual testing. There was no patient involvement, and no patient harm/adverse event reported.